Manufacturer narrative:
The reported complaint about the quattro catheter (lot # 141936) leak was confirmed. During the functional leak test, a pinhole leak was observed from the middle of the distal balloon. The probable root cause of the pinhole leak was due to a latent material defect. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the balloons and in the luered tubings. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed, except medial and in/out luered ports due to clogged blood. The catheter was connected to a pressurized inflation device for one minute, the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed in the middle of the distal balloon. Thus, confirming the customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the quattro catheter with lot # 141936. Additional information: b5, (describe event or problem) was updated based on the received quattro catheter lot # 141936. Correction: h6, health effect - clinical code and impact code, d4, lot # was updated.

Event description:
During the ivtm therapy, the nurse noticed blood backing up into the start-up kit (suk) tubing. The quattro catheter (lot# 141936) leak was suspected. The nurse was notified to stop the treatment and warn the primary physician that the quattro catheter needs to be replaced. The catheter issue was observed when the patient was in the interventional radiology (ir) for the stent placement. Per the reporter, the physician wants to continue the use of the quattro catheter as a central line to deliver medication for the blood pressure support. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.

Manufacturer narrative:
The device associated with this complaint has not yet returned for evaluation. A follow-up report will be submitted when the catheter is returned and the investigation has been completed.

Event description:
During the ivtm therapy, the nurse noticed blood backing up into the start-up kit (suk) tubing. The quattro catheter (lot# unknown) leak was suspected. The nurse was notified to stop the treatment and warn the primary physician that the quattro catheter needs to be replaced. The catheter issue was observed when the patient was in the interventional radiology (ir) for the stent placement. Per the reporter, the physician wants to continue the use of the quattro catheter as a central line to deliver medication for the blood pressure support. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.